Manufacturer narrative:
Correction: product event summary: the sheath was returned and visually inspected and functionally tested. Visual inspection of flexcath sheath 4fc12 / 07538-086 showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. The reported issue has been confirmed through testing. Flexcath 4fc12 / 07538-086 failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath could not be aspirated without "sucking air through the valve." The sheath was exchanged. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.